Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that when the patient walked into a target store their implantable neurostimulator (ins) would sometimes shut off. It was also noted that the ins would sometimes shut off when the patient was recharging. These issues occurred within the last 6 months but the patient was unable to give an exact date. Impedance testing showed all electrodes in normal working values. The patient was able to turn the ins on and off with the programmer and was able to charge. The doctor stated that they will wait to decide on future plans until they heard from the patient that ins battery keeps shutting off. The patient was directed to notify the doctor and the manufacturer's representative if the ins kept shutting off periodically. The patient status at the time of report was noted as "alive-no injury". The indication for use of the device was noted as failed back surgery syndrome. If additional information is received, a follow-up report will be sent.